Event description:
The customer reported that there was an 'overload fault error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe batter packs were evaluated and replaced. The hv cable connections to the x-ray tube were also evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.